Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report received from a physician on 25-mar-2024, concerning a 33-year-old female patient who experienced multiple organ system failure (pt: multiple organ dysfunction syndrome), significant bacteriemia (pt: bacteraemia), diffuse colonic pneumatosis (pt: pneumatosis intestinalis), infections (pt: infection), bleeding in peritoneal cavity/ hemoperitoneum swelling (pt: haemoperitoneum) and expired after grafting with epicel. On 04-mar-2024, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as 0.17 - pass. The patient's medical history was not reported. The patient's concomitant medication details were not reported. On (B)(6) 2024, the patient received 49 grafts of epicel (cultured epidermal autografts) (lot number: ee03250, expiration date: 05-mar-2024) for 86% full thickness burn. It was confirmed that the patient had multiple failed excision and grafting procedures which ultimately failed due to significant bacteremia (pt: bacteraemia). On the same date, the patient became hemodynamically unstable and required an increase in ventricular support. It was reported that the patient had diffuse colonic pneumatosis (pt: pneumatosis intestinalis). The patient had emergent excision laparoscopy with 3 centimeters (cm) small bowel resection. The patient had multiple failed anastomosis. On (B)(6) 2024, the patient had gastropexy due to bleeding in peritoneal cavity. It was confirmed that the patient continued to bleed from gastric artery, splenic hilum and left colic artery. The splenectomy was performed. Patient's hospital course was complicated with multiple organ system failure (pt: multiple organ dysfunction syndrome) and infections (pt: infection). The patient required higher ventilator setting and increased vasopressor support. On (B)(6) 2024, hemoperitoneum swelling (pt: haemoperitoneum) was reported. On (B)(6) 2023, the patient passed away. The events of diffuse colonic pneumatosis, bleeding in peritoneal cavity/hemoperitoneum swelling, significant bacteriemia and multiple organ system failure were assessed as serious due to medical significance. The reporter assessed the events of infections and multiple organ system failure as serious due to death. The reporter did not provide a causality assessment for the reported events. No further information was provided. Additional information was received on 03-apr-2024 and 11-apr-2024 and processed with the initial. Company comment: vericel has assessed the event of pneumatosis intestinalis as serious, not related and unexpected; the event of hemoperitoneum as serious, not related and unexpected; the event of infection as serious, not related and expected; the event of multiple organ failure as serious, not related and expected; and the event of bacteremia as serious, not related and expected per IFU. Patient had 83% full thickness burns, which are prone to infections, and significant bacteremia prior to the application of epicel, and these provide a more reasonable explanation for the reported events. The case does not qualify as a MDR and qualifies as a 15-day report.

Event description:
Bleeding in peritoneal cavity/ hemoperitoneum swelling [haemoperitoneum]. Diffuse colonic pneumatosis [pneumatosis intestinalis]. Multiple organ system failure [multiple organ dysfunction syndrome]. Infections [infection]. Significant bacteriemia [bacteraemia].